Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were seeing the splash screen on their patient programmer. They stated their reason for calling was their patient programmer would not turn on. They added that they put their patient programmer to the side because they kept feeling shockwaves in their body and they were scared to mess with it. The patient reported they had the patient programmer in the box and the shelf and they noticed it was leaking and the batteries looked like oil was coming out of them, like they were bleeding. The replaced the batteries the day of the report and they were able to get it powered on, but it was persistently reverting back to the splash screen. Troubleshooting did not resolve the issue. A new programmer was sent to resolve the issue. No further complications were reported or anticipated.